Event description:
It was reported that a intellanav mifi open-irrigated ablation catheter was used in a ventricular ablation procedure. After 127 ablations it was noted that the irrigation port was leaking. It is unknown how long the catheter was leaking or how many ablations were performed with improper irrigation. The nurse opened and closed the irrigation port and tubing set which solved the issue and the procedure as completed.

Manufacturer narrative:
The visual inspection of the device revealed it did not any obvious visible defects. The electrical checks revealed no electrical opens or shorts as checked manually using a multi-meter and breakout box. The steering knob and the tension control knob functioned properly on both lock and unlock positions. Pressure leak test values were values are within the acceptable. Ablation was verified by using a maestro generator 4000 and a tank of approximately 22c saline solution in the lab. The device functioned normally through three 2-minute 50w ablations in the straight, right curve and left curve positions. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. There is no evidence this device was used in a manner inconsistent with the labeled indications.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a intellanav mifi open-irrigated ablation catheter was used in a ventricular ablation procedure. After 127 ablations it was noted that the irrigation port was leaking. It is unknown how long the catheter was leaking or how many ablations were performed with improper irrigation. The nurse opened and closed the irrigation port and tubing set which solved the issue and the procedure as completed.